Event description:
The user reported that there were cracks on the manifold in the kit causing the manifold luer to break off. Air bubbles were seen in the manifold in addition to some leaking from the seam. The user did not provide a lot number. No harm or injury was reported.

Manufacturer narrative:
Device eval; one suspect device was returned for eval. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed for lot specification info as no lot number was provided. A f/u report will be submitted when the eval has been completed. Results: results pending completion of eval.